Event description:
It was reported that during an angioplasty procedure, balloon deflation difficulty and a dissection occurred. The re-stenosed lesion was located at the moderately tortuous right renal artery. Vascular access was obtained through the femoral artery. The peripheral cutting balloon was advanced to the lesion for treatment and inflated once to unknown atms for 30 seconds. The balloon was unable to deflate. Several attempts to deflate the balloon by application of negative pressure using an inflation device and hand held syringe were unsuccessful. It was reported that the cutting balloon was removed from the body and the patient suffered femoral artery dissection from the blades. The sheath was also split. A larger sheath was placed and a femstop was inserted and pressure held to stop the bleeding. The procedure was not completed and the physician rated the angiographic results as inadequate. The patient's status was reported as "stable condition in the ccu, however, there was bleeding" and their hemoglobin dropped.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.